Event description:
Dor (B)(6) 2020: patient received a right hip revision to treat pain, swelling, discomfort, osteolysis, and decreased flexion rom consistent with mom foreign body reaction. Upon entering the joint, the surgeon evacuated a large amount of fluid. The patient had a large periarticular and pericapsular pseudotumor that required extensive debridement. There was medial calcar, trochanter tic, and acetabular osteolysis. The surgeon cleaned trunnionosis from the stem. Both the stem and sleeve were stable and well ingrown and were retained. The surgeon performed a tendon repair at the trochanter. The sup was well-fixed and retained. The liner and head had no reported product problems and were revised with depuy products. The procedure was completed without complications. Previously captured event summary: doi: (B)(6) 2005. Primary operative notes indicate the patient received a right pinnacle metal-on-metal tha to treat primary end-stage arthritis. The femoral components included a co-cr head, and an s-rom stem and sleeve. The procedure was completed without complications. Clinic note dated 03/05/2020. Patient presented 15 years status post right tha with progressive operative hip pain. Radiological imaging revealed bone resorption and scalloping around the stem that was not present on earlier radiographs. Physician suspects foreign body reaction to mom hip. Patient was referred for an MRI for a more comprehensive view. MRI reported dated (B)(6) 2020. MRI identified a large periarticular fluid mass containing metallic debris measuring 13.1 cm x 05.3 cm, suggestive of metallosis. Further findings were: small chondral effusion, mild hamstring tendinopathy, gluteal fatty atrophy, and mild edema at the trochanteric bursa. Patient correspondence dated (B)(6) 2020. Physician relayed MRI report to patient and recommended and scheduled a right hip revision to treat suspected metallosis. Surgery is scheduled for may. Patient is referred for a cat scan to prepare for surgical procedure. Cat scan results dated 03/12/2020. Cat scan without contrast revealed massive periarticular and soft tissue fluid-filled mass measuring 7.9 x 6.2 x 4.8 cm. The cat scan results also suggest proximal femoral and acetabular osteolysis. The acetabular osteolytic lesion measured 2.6 x 2.2 x 2.2 cm. There have been no surgical interventions performed to date. The patient is scheduled for revision in (B)(6) 2020.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1, b5 and h6 (patient codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical adverse event received for metallosis. Event is serious and is considered moderate. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2005. Date of event (onset): (B)(6) 2020. (Right hip).